Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. The plunger has been retracted to mid-nozzle.. Viscoelastic is dried in the device. A broken haptic along with segments of the iol is present in the nozzle above the plunger. No lens returned. The root cause for the broken haptic could not be determined. A segment of the haptic remains in the nozzle tip. The plunger has been retracted . The plunger position in relation to the broken haptic during the advancement cannot be determined. Broken haptics may occur: due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during implantation of an intraocular lens (iol) the trailing haptic was broke upon insertion. The lens was removed with iol cutter and replaced with another lens. Additional information was requested and received stating suture was needed in main wound.